Manufacturer narrative:
This complaint is currently under investigation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During a routine review of the maude database, an MDR submitted by the pharmaceutical customer that is relevant to the manufacturer's device has been identified. The report indicated that while using the mix2vial device to reconstitute a lyophilised drug product, particulate matter was observed floating within the syringe. The pharmaceutical customer reported that the sample was not returned for analysis and after review of the photos provided, the reported defect could not be verified.